Event description:
Machine transferring acquired images into wrong pt's file in image handler. Having to reboot the machine daily/to every other day to get machine to properly work. Image handler freezing, not allowing mouse function or continuation of scan. Turning machine on and off, is what svc would tell rptr to do. To this date, philips has offered no explanation for image problem. Studies are copied on a disc for evaluation. Machine has been a problem from day 1. Rptr does have documentation of events.